Manufacturer narrative:
The 3 pump exchanges referenced in this report were reported under the following medwatch MFR. Report #¿s: pump exchange on (B)(6) 2016: medwatch MFR. Report # 2916596-2016-01577. Pump exchange on (B)(6) 2016: medwatch MFR. Report # 2916596-2016-02347. Pump exchange on (B)(6) 2017: medwatch MFR. Report # 2916596-2017-00709. (B)(4). Approximate age of device ¿ 22 days. The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had undergone three prior pump exchanges due to hemolysis. On an unspecified date shortly after the most recent pump exchange, the patient was admitted for elevated hemolytic markers. Low flow alarms were produced by the system controller. The patient decided not to undergo any further interventions, and subsequently expired on (B)(6) 2017.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. No system controller log files are available to confirm the reported low flow alarms. A correlation between the device and the reported hemolysis and subsequent patient outcome could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.